Manufacturer narrative:
According to the complaint, the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level decreased to less than 54 mg/dl while wearing the pod longer than 48 hours. The patient experienced a seizure accompanied by dissociation. Medical services were dispatched to the patient's home and confirmed blood glucose levels were 20 mg/dl. The patient self-administered glucose, including glucose tablets, and was treated by medical professionals with intravenous fluids and dextrose solution. Additionally, the patient stated they were using expired insulin and removed and discarded the pod 3 days after the event.